Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on start up a system error message was displayed on the 980 ventilator¿s secondary display. Reportedly, no audible alarm was generated; the power switch was turned off but the screen didn't turn off. The display was turned off by unplugging the ventilator from the ac (alternate current) power source. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The following parts were returned for failure investigation: the breath delivery (bd) power controller printed circuit board assembly (pcba) and the bd power distribution pcba. The bd power controller pcba the bd power distribution pcba were visually inspected and showed no anomalies. The bd power controller pcba and the bd power distribution pcba were functionally tested and no malfunction or product deficiency was identified. Conclusion: no fault found. If information is provided in the future, a supplemental report will be issued.